Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) the patient experienced poor vision. The lens was exchanged during a secondary procedure. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Information was provided that the 15.0 diopter lens model was exchanged for an unspecified toric lens due to a report of "poor quality of vision". The product was not returned to evaluate. According to the doctor, the patient is happy after the exchange. No further information has been provided. The manufacturer internal reference number is: (B)(4).